Event description:
It was reported that the handpiece was tested before an unknown procedure. It was very hard to torque the handpiece in order for the hand piece to work properly. There was no patient consequence.